Event description:
In 2008, a robotic assisted vaginal hysterectomy was performed using intuitive surgical instrumentation. During the course of the procedure, a harmonic curved shears insert- catalogue # 400169- broke off and was unable to be retrieved. Physical exam of the specimen was negative. Radiographs of the intra-abdominal cavity were negative.